Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed and "battery load alarm" was found which confirms the event. Multiple "error 41" and "error 42" were also found but are not directly linked to the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Nothing was found during external or internal check. Tests were carried out (ocs, upstream/dowstream pressure) and all were compliant with IFU specifications. The reported event could not be reproduced. The event is most likely due to battery performance being affected by deep discharge. In addition a high frequency of use on affected battery could also be at the origin of the event. However battery pack was replaced and due to error 41 and 42 found in the log, downstream and upstream sensors were checked and calibrated. A CAPA has been opened on defective pressure sensors. This complaint is not valid for depleted battery issue but valid for error 41 & 42 found in the log. The trend is abnormal for error 41 & 42 and reported risk is lower than estimated risk.

Event description:
Error 41, 42.